Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for implant of an unspecified bard flat mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard flat mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: on (B)(6) 2014: patient was diagnosed with left groin pain and indirect left inguinal hernia thereby underwent open repair with the implant of bard flat mesh on (B)(6) 2014. Per operative notes, ¿the ilioinguinal nerve was identified. A separate onlay piece of bard flat mesh was placed over the floor of the inguinal canal reinforcing the whole area was anchored along the shelving edge of the inguinal ligament using sutures.¿ on (B)(6) 2017: patient was diagnosed with recurrent left inguinal hernia and chronic left groin pain thereby underwent open repair with removal of bard flat mesh. Per operative notes, ¿a small indirect hernia sac and some scar tissues were identified. A flat piece of bard flat mesh was removed off the overlying external oblique.¿ attorney alleges that the patient had nerve damage, pain, pelvic floor dysfunction, scar tissue, overactive bladder and nerve pain.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 9 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence, scar tissue and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jun-2013) is considered to be a best estimate. Updated fields: d4 (product catalog no, corporate lot no, expiry date, UDI no.), d.6b (date of explant), h4 (manufacturing date). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: not returned.